Event description:
It was reported that this inflatable penile prosthesis was not able to be cycled for approximately the last year and a half; it was stated that the device was neither inflating nor deflating. Troubleshooting identified a hole in the reservoir with a resultant fluid leak. The device was explanted and replaced. No patient complications were reported.